Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation could not be confirmed. An additional issue of recommend software upgrade from 11-a to 12-a was identified. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the electrosurgical generator esg-400 displayed error code e006 (temporary failure). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Possible causes include: - a growing tissue deposit on the electrode. - increased contact resistance due to poorly or insufficiently plugged contacts on the conveyor or the connecting cable. - increased contact resistance due to defective contacts on the conveyor or the connecting cable. This can occur especially if the instruments are not correctly connected and the generator has been activated. Please note that a contact damaged in this way does not necessarily have to lead to a failure pattern immediately, but it can also decline in the further course, so that the error message described only occurs later. - additionally, it was determined that the esg-400 measuring method may have an influence on the conductivity, according to which an excessively high measuring voltage could lead to the formation of bubbles and a related reduction in the conductivity of the surrounding liquid. Olympus will continue to monitor field performance for this device.